Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized for an unspecified reason potentially related to an issue with this device as the hospitalization occurred one week after the implant procedure. The patient reported receiving a shock and system evaluation the shock was inappropriate due to noise which was oversensed. A stress test was performed while assessing sensing which was stable in primary vector. The vector was reprogrammed to primary and the reference template was also acquired. Isometrics were performed and some baseline fluctuations were observed. A boston scientific technical services consultant discussed the clinical observations with the caller and suggesting further troubleshooting. The callers stated it was unknown if an x-ray was performed but it was determined the clinical observations were not due to air entrapment. No additional adverse patient effects were reported.